Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a micro-perforation was caused by the right ventricular lead. The lead was repositioned successfully. The patient condition was good.